Event description:
During troubleshooting for an unrelated alarm, it was reported that a home patient experienced a breach in aseptic technique. The use error occurred during drain three of four of peritoneal dialysis therapy. It was noted that the patient had disconnected from the patient line during therapy but did not press stop or cap the line. The patient later reconnected to the patient line to continue therapy. Proper procedures were reviewed and the technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who improperly disconnected/reconnected to the patient line of their cassette during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.